Event description:
9 days following a ptca / stenting treatment procedure, the patient experienced a sub acute thrombosis of the liberte bare (otw) 24/3.50 mm stent. Initially, in treating the lesion in the saphenous vein graft to the left anterior descending coronary, the physician deployed the stent at 16 atms, but did not post-dilate it. The patient was discharged to home with a status report of 'fine'. Nine days later, the patient returned to the facility with complaints of chest pain. Repeat intervention in the cath lab revealed that the previously treated lesion site was closed. The patient suffered a 'mild' myocardial infarction and the physician was unable to reopen the lesion site. The patient's current condition is reported as 'fair'. Additional information has been requested regarding this event.

Event description:
It was further reported that regarding the initial procedure in 2005, the lesion being treated was located in the proximal /ostial segment of the saphenous vein graft to the left anterior descending coronary artery and was 80% stenotic without evidence of calcification. The lesion had not been predilated prior to placement of the liberte bare (otw) 24/3.50 mm stent. The target vessel daimeter was 3.5mm at the lesion site. The liberte stent was satisfactorily deployed/expanded at 16 atms. There were no procedure complications. The patient had no documented co-morbidity's. Regarding the subsequent procedure nine days later: the physician's assessment of the relationship between the liberte stent performance and the sat is "unknown relationship". The patient had been prescribed plavis post procedure and was complaint with the medication regimen. No other vessels demonstrated new thrombus. The physician successfully performed ptca and post dilated/pushed out the liberte bare (otw) 24/3.50 mm stent. No additional procedures or surgery are required. The patients's current status is "fine".